Manufacturer narrative:
There is no further patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported erratic magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: (B)(6) = 1.07mg/dl / 1.87 (normal range 1.6-2.6mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
During the request site visit, the abbott field service representative (fsr) discovered that the cuvette washer dry tip was broken. The fsr replaced the dry tip (list number (ln) 09d51-02) and manually cleaned the cuvettes and performed a precision run, but the issue persisted. The fsr performed additional troubleshooting and found small cuts/scratches in some of the cuvettes. The fsr replaced the damaged cuvettes (ln 01g46-02) which ultimately resolved the issue. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) (B)(4) service history, did not reveal any other reports of discrepant or inconsistent results since the fsr replaced the damaged cuvettes. A review of historical data for the dry tip ln 09d51-02 and the cuvettes ln 01g46-02 revealed no trends. A review of the architect c4000 systems found no issues or trends for the issue associated with this ticket. The architect system operations manual provides adequate information regarding patient result flagging, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting for the reported issue. Based on the investigation, no product deficiency was identified for either the architect, sn (B)(4), the dry tip (ln 09d51-02), or the cuvettes (ln 01g46-02).